Event description:
The hospital staff used the device to administer approximately 30 defibrillator shocks to a patient diagnosed in cardiac arrest. Subsequently, an attempt was made to administer external pacing using the device. The device allegedly displayed a service indicator and the pacing function failed to operate. The reporter indicated there were no adverse effects to patient as a result on the alleged malfunction.